Manufacturer narrative:
The reported event for inoperable ipg was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg no longer communicated following an unrelated surgery. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery. As a result of this finding, actions have been taken to prevent reoccurrence.

Event description:
Additional information received revealed the patient's ipg was explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent a surgical procedure for an unrelated health issue. Prior to the prior, the patient did not set their ipg into surgery mode. In turn, the patient's ipg was deemed inoperable following the surgical procedure. Troubleshooting attempts to recover the ipg were unsuccessful. As a result, the patient may undergo surgical intervention.